Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that bags compounded using an exactamix 2400 main module were cloudy. This was noted during or after compounding. There was no patient involvement. No additional information is available.